Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown cause. The lead will not be returned for analysis. No additional adverse patient effects were reported.